Event description:
The customer tested his blood glucose using his contour meter and received two readings of "lo." He retested using another meter and received a reading of 167 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.